Event description:
A customer reported unspecified lower scanned values while wearing the adc freestyle libre 2 sensor compared to a competitor¿s brand meter. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided unspecified treatment by both their wife and firefighters. The customer was then brought to the hospital where unspecified treatment was also provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated for unknown reason. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.